Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode before returning it, and was advised to reenter pump settings and reconnect continuous glucose monitor into replacement pump, with arrangements made to return problematic pump using prepaid label within 10 days.